Manufacturer narrative:
Product return has been requested. Upon return of the product it will be provided to the manufacturer for follow-up investigation and an addition report will be submitted with the findings.

Event description:
A direct customer of (B)(6) states the following with item 828555, lot 58234b "customer stated while injecting peptides, semaglutide, tirzepatide. We've noticed that approximately 1 in every 3 syringes seems to have a recurring problem - needles are bending upon opening, bend immediately after trying to draw up meds, and cannot even puncture the skin without hard force. Customer states they never had these issues while ordering our products for years or with other brands of the same product.